Event description:
It was reported that during a da vinci s gynecological procedure, the customer experienced a nonrecoverable system error code 25. With the assistance of an isi technical support engineer, the site power cycled the system, cycled the breakers and emergency power off (epo) was applied; however, the attempt to resolve the issue was unsuccessful as the error reoccurred at boot up. Patient side manipulator (psm) arm 4 was disabled and the system successfully powered on and homed with the three remaining psm arms. The system powered back up and homed with no issues. The site indicated that the 4th arm was not used for this procedure and would continue the procedure using 3 arms. The customer called back during the procedure to report the occurrence of a system error code 25310 followed by a gear icon. With the assistance of the tse, the site power cycled the system and experienced system error code 814. The site then power cycled the system, cycled the breakers and emergency power off (epo) was applied; however, non recoverable system error code 810 appeared. The patient side cart (psc) was power cycled and epo'd several more times with no change. The patient had been under anesthesia and port incisions had been placed when the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that system errors were associated with fluid contamination on the printed circuit assembly boards causing them to malfunction. The pca boards performs numerous tasks related to the function, control and hardware fault monitoring for a specific arms. The system was repaired by replacing the affected pca boards. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.